Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  Upon evaluation, contamination was found on the j502 of the ca board causing intermittent essential performance failures. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was intermittently unable to complete essential performance testing.